Event description:
It was reported the implantable tachy lead demonstrated damaged insulation integrity during normal defibrillator replacement. The lead remains implanted, it is out of service, and was replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).